Manufacturer narrative:
Please note the hde number for this device - h230007. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
According to reports from the protect study, patient experienced a serious adverse event (sae). Amds 55-40, lot# c2460313i, procedure date: (B)(6) 2024, serious adverse event (sae), event onset date ¿ 05aug2024, event end date ¿ 25aug2024. Adverse event report (3. Attachments), sequence number: 3, event onset date: 05aug2024, is the event ongoing: no, was this event expected: no, event: cardiovascular, specify other: pericardial effusion. Describe event: possible dressler syndrome, pericardial effusion. Indicate relation to amds device: unlikely, indicate relation to amds implant procedure: not related, did a pre-existing condition or the acute disease cause or contribute to the event: yes. Please specify pre-existing disease: debakey type a dissection. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes please specify: in-patient hospitalization or prolonged existing hospitalization medical or surgical intervention to prevent permanent impairment of a body structure or function is the subject hospitalized to this ae: yes, was the subject already in the hospital: yes, if existing hospitalization, what was the expected date of discharge: unknown, if hospitalized, date of discharge: (B)(6) 2024. Did the device malfunction or deteriorate in characteristics or performance: no could this event have led to death or serious deterioration in health had suitable intervention not occurred: yes. Did the subject exit the study: no. Was there any treatment for the event? Yes event outcome ¿ resolved. Treatment related to the event. Related ae #3 ¿ event cardiovascular ¿ event onset date: 05aug2024, identify the type of treatment: medical was dialysis done: no, is amds removed: no. This event is relegated to amds 55-40, lot# c2460313i for possible dressler syndrome, pericardial effusion.

Manufacturer narrative:
Please note the hde number for this device - h230007 according to reports from the protect study, patient experienced a serious adverse event (sae). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. Amds 55-40, lot# c2460313i, procedure date: (B)(6) 2024, serious adverse event (sae), event onset date ¿ 05aug2024, event end date ¿ 25aug2024. Adverse event report (3. Attachments) sequence number: 3, event onset date: 05aug2024, is the event ongoing: no, was this event expected: no, event: cardiovascular, specify other: pericardial effusion. Describe event: possible dressler syndrome, pericardial effusion. Indicate relation to amds device: unlikely indicate relation to amds implant procedure: not related did a pre-existing condition or the acute disease cause or contribute to the event: yes please specify pre-existing disease: debakey type a dissection. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes. Please specify: in-patient hospitalization or prolonged existing hospitalization medical or surgical intervention to prevent permanent impairment of a body structure or function. Is the subject hospitalized to this ae: yes was the subject already in the hospital: yes if existing hospitalization, what was the expected date of discharge: unknown if hospitalized, date of discharge: (B)(6) 2024. Did the device malfunction or deteriorate in characteristics or performance: no could this event have led to death or serious deterioration in health had suitable intervention not occurred: yes. Did the subject exit the study: no. Was there any treatment for the event? Yes event outcome ¿ resolved. Treatment related to the event related ae. #3 ¿ event cardiovascular ¿ event onset date: 05aug2024. Identify the type of treatment: medical. Was dialysis done: no is amds removed: no. This event is relegated to amds 55-40, lot# c2460313i for possible dressler syndrome, pericardial effusion. Additional info: current patient status: the patient was discharged from hospital on (B)(6) 2024. There has been no contact with the patient since then because the patient lives abroad and has not yet returned to germany for a follow-up visit. What was the medical treatment for this event? According to my notes, the patient was treated with colchicine. The manufacturing records for the amds 55-40, lot# c2460313i were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review of the available information was performed. The complaint indicates the patient experienced an adverse event that is ¿unlikely¿ related to the amds device and ¿not related¿ to the implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 61-year-old female who had an amds-55-40 (serial #/lot #: (B)(6) implanted on (B)(6) 2024. Adverse event # 3 reported in case (B)(4) as a cardiovascular event listed as ¿pericardial effusion¿ with an onset date of 05aug2024 (22 days post-op) and an end date of (B)(6) 2024. The ae form described the event as ¿possible dressler syndrome, pericardial effusion¿. The event was deemed ¿unlikely¿ related to the amds device and ¿not related¿ to the implant procedure. Debakey type a dissection was selected as the pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿in-patient hospitalization or prolonged existing hospitalization¿ and ¿medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was already in the hospital, medical treatment was provided, and the event outcome was documented as resolved. The patient was discharged from the hospital on (B)(6) 2024. It is important to note that amds device was not removed, and the patient remained in the study. CT images were provided by the protect study team. The images were reviewed by an artivion representative, and the following significant finding was documented: pericardial effusion can be confirmed based on the available data, in which the reviewer agreed with the complaint description. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿pain and inflammation¿ are listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. A complaint and recall query was performed for amds 55-40, lot# c2460313i to identify previously reported complaints or recalls associated with this lot number. No complaints or recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.